Manufacturer narrative:
According to the customer, "the syringes are breaking". There was no further information. There was no reports of injury. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(6) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, "the syringes are breaking". There was no further information. There was no reports of injury.